Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports a sparking power cord.

Manufacturer narrative:
A review of the device history records (DHR) for reported serial number (B)(4) indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. Product cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Service verified customer complaint that the power cord had sparked. No attempt was made to plug in the cord. Visual inspection of the power cord found all three prongs were slightly bent. The ground prong showed signs of arcing at both the tip and the base. The power cord was removed from the unit. Inspection of the unit ac inlet and the unit side of the power cord showed no signs of sparking or damage. The unit was then triaged and passed all testing. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cord¿s resistance to ensure its electrical safety. If they are not replaced, normal flexing, wrapping the cord too tightly around the bed hook, or supporting the weight of the unit with the cord can cause individual wire strands to break, which increases the amount of heat generated by current flow; over time the continued flexing of the cord can result in failure. Therefore the potential root cause for this issue is customer misuse. The reported customer complaint is confirmed. The potential root cause was determined to be misuse. This complaint will be used for tracking and trending purposes.